Event description:
It was reported that the patient experienced difficulty charging the ipg. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-1200 (sn (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. A low charge current was observed on the charging log, as well as the thermistor being triggered, which resulted in a low battery voltage. These are known factors that may contribute to charging difficulty. The ipg revealed normal characteristics during the visual and functional examination. However, a labeling review found that the user is advised to ensure proper ventilation and correct placement of the charger directly over the stimulator during charging. It is most likely that the user did not correctly align and ventilate the charger and stimulator during charging.

Event description:
It was reported that the patient experienced difficulty charging the ipg. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.